Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2016 and revised on (B)(6) 2017 due to a malfunction, tubing leakage.

Manufacturer narrative:
A reservoir was received for evaluation. No functional abnormalities were noted with the reservoir. The information received indicated tubing leakage, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, malfunction (tubing leakage). No other adverse patient effects were reported.